Event description:
A contour vl stent was used during a stent removal procedure in 2008. According to the complainant, during stent removal the same day, the physician stated he had difficulty removing the stent. Upon follow up it was verified that the stent was removed in one piece. No other details are available at this time regarding the pt or the procedure. He returned contour vl stent revealed a small tear (jagged and 3 millimeters long) was found in the proximal sideport hole most likely due to interaction with the suture during placement or removal.

Manufacturer narrative:
A visual eval of the returned contour stent found that the entire length of the stent was found to be covered in very small calcifications. A small tear (jagged and 3 millimeters long) was found in the proximal sideport hole most likely due to interaction with the suture during placement or removal. A functional eval found that a guidewire would not pass through the working length of the stent due to calcification build up inside the stent. A lost history search was performed and found no other complaints against this lot. A review of the device history record was performed and revealed no related issues to this complaint. Customer complaint confirmed. The most probable root cause is anticipated procedural complication due to the stent becoming partially calcified during placement. The coalification most likely caused the resistance between the stent and the pt's anatomy during removal.